Manufacturer narrative:
(B) (4) as no method, results or conclusions can be made at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated an architect i2000sr analyzer using reaction vessels of lot 71234p100 generated error code 1007, unable to process test, activated read error. The error was resolved by replacing the reaction vessels with those of a different lot. There was no adverse impact to patient management reported.

Event description:
Device 2 of 4. Reference MFR reports: 1627487-2010-02966, 1627487-2010-02968 and 1627487-2010-02969. The pt rec'd an scs system, including an ipg, a surgical lead and two anchors. Five weeks post operative, the pt reported pain in her groin area and redness and warmth at the ipg implant site. Examination of the pt's system found the pt had developed an infection. A review of the pt's record found, the pt left the facility the same day as the implant, against the physician's medical advice. Additionally, the physician had recorded improper wound care and non-compliance by the pt. The pt was treated with oral antibiotics and the scs system remains implanted and in use. No product return is expected. F/u on the pt found no further issues reported.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers molding manufacturing process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.